Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that it was impossible to reduce the high flow of the pump during a knee arthroscopy surgery. Allegedly, there was excess of liquid in the pt's knee and continuous infiltration by the liquid. It was further reported that the surgery was completed using another unit.